Event description:
I use the medtronic 770 g insulin pump to manage my blood glucose for type 1 diabetes and received a letter from medtronic with a replacement part for the pump due to a design flaw with the pump's battery supply. The part was a replacement battery cap of the same design that was unbroken and I was advised to replace the cap and battery immediately as my battery cap was broken like the letter forewarned. After many attempts and several different batteries tried, I finally was able to change the battery cap and battery without the pump rejecting the battery leading me to believe the pump itself has a design flaw with the battery housing as a whole because changing the battery for the pump has always been difficult since I have had it. The pump will reject a battery giving an error message that the battery failed despite it being a brand new one of the recommended brand for the pump.